Event description:
It was reported that exposed sharp edges were found on the damaged device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was replaced for the customer.